Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01274. This report is being submitted as additional information. The patient's age, gender and weight were not provided. The primary console is not a single use device. Approximate age of the device is 15 days (calculated from the manufacture date of the primary console). Device analysis (additional information): during the investigation, no faulty behavior was determined with the returned primary console and flow probe. The primary console and flow probe always operated as intended. The detailed log file analysis of a data log file retrieved from the returned primary console confirmed the reported m6 alarm. During investigation, no indication of defect parts of the primary console could be found. As a result, the reported event could not be correlated to a primary console related issue. Therefore, it is highly assumed that the root cause of the complaint was a defect sensor inside the motor body. The motor is reported under medwatch MFR report # 2916596-2018-03538. A review of the device history records revealed that the primary console met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was placed on biventricular extracorporeal circulatory support. It was reported that an m6 alarm appeared on the primary console screen. An interruption in support occurred. It was reported that the patient experienced unspecified symptoms and harm due to the event. After the primary console and motor were quickly exchanged, the patient continued with biventricular support. No additional information was provided.